Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-dec-2011) is considered to be a best estimate. This MDR represents the perfix plug (device 2). An additional supplemental emdr was submitted to represent the perfix plug (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2012- patient was diagnosed with right inguinal hernia, thereby underwent open repair with implant of perfix plugs (device 1 and 2). Per op notes, ¿two hernia defects were identified in the right inguinal region and was dissected. A medium sized perfix plugs (device 1 and 2) was placed and sutured¿. (B)(6) 2018- patient was diagnosed with recurrent right inguinal hernia with pain, thereby underwent open repair with explant of perfix plugs (device 1 and 2) and implant of synthetic mesh. Per op notes, ¿a large bundle of scar tissue and the perfix plugs (device 1 and 2) found protruding out of patient¿s internal ring and scarred the external ring. The ilioinguinal nerve was then identified and found to be scarred into the mesh ball. The scar tissue along with the perfix plugs (device 1 and 2) were excised and the plugs were found adherent to the cord. The direct space was now identified and a synthetic mesh was placed and sutured¿.